Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in regarding child is experiencing high blood glucose, over 200 mg/dl all afternoon. The customer's mother stated that the insulin was squirting out during the manual prime process. The customer's blood glucose at time of call is 306 mg/dl. The customer was assisted with trouble shooting. The customer's mother reported the drive support cap is sticking out. The customer was advised to revert to back up plan per hcp instructions. The pump will return for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.